Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of an evproplus-34 transcatheter heart valve, the crimping of the valve was performed w ithout difficulty, and no crown overlap was detected during the fluoroscopic load check. However, during the first attempt to place the valve, clear infolding was observed at 80% opening. The valve was recaptured and removed from the patient, then loaded onto a new delivery system. Due to twisted anatomy, the delivery system could not reach the annulus a second time. A dissection occurred in the aortic arch. The procedure was aborted, and an attempt was made to repair the dissection using an aortic stent. Additional information was received that the patient's annular calcification contributed to the infold and a procedural delay occurred. Per the physician, the cause of the dissection was the patient's tortuous anatomy and difficulty advancing the delivery catheter system (dcs). It was unknown which dcs caused or contributed to the dissection as it was identified at the end of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.